Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure. Fa found the instrument was found to have a broken grip at the grip base. A piece approximately 0.60" x 0.21" was found to be broken off the yaw pulley. The broken piece was not returned. No other damage was found on the instrument. The root cause of broken instrument grips/tips is typically attributed mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that prior to the administration of anesthesia and the start of a da vinci-assisted surgical procedure, the customer observed that the 8mm cadiere forceps was missing a jaw. There was no patient involvement.